Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the connector was not able to connect due to bad rusted round connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the videoscope cable exera ii did not connect to scope. There was internal damage. There were no reports of patient harm. No further information was provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the image issue was due to a corroded scope socket. However, the specific cause of the corroded scope socket could not be established at this time. Olympus will continue to monitor field performance for this device.